Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that after an unknown procedure, a leakage occurred in patient. The surgeon had to perform a second surgery to recover leakage and that's why the patient was opened (the second procedure was done as open surgery). It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: were there any formation issues noted with the clips? No. Can you please describe the shape of the clips? Normal. Were the clips observed to be properly occluded on the vessel prior to closing the patient? Yes. What is the patient¿s current status? Fine, he was discharged from the hospital how many clips were used on the duct and how many were used on the artery (patient side)? Unknown. Were the clips found to be present during the re-op? Yes. What was the reasoning behind the 2nd surgery if the leak was minimal? Because of the amount of the leakage, surgeon had to perform second procedure. Exact amount is unknown, but surgeon indicated that leakage was not minimal. Did the physician consider an endoscopic stent? No. What is the patient¿s current status? Fine, he was discharged from the hospital.